Event description:
It was reported that stent damage occurred. A 2.75x20mm promus element plus drug-eluting stent was selected for use to treat the lesion. However, upon preparation, it was noted that the stent was damaged. It was further reported that in the beginning of the procedure, the shaft was broken outside the body.

Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided. Device is a combination product. Device evaluated by MFR: promus element plus,mr,ous 2.75x20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts lifted and stretched proximally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 190mm distal to the distal end of the strain relief. Multiple kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75x20mm promus element plus drug-eluting stent was selected for use to treat the lesion. However, upon preparation, it was noted that the stent was damaged.